Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized. The patient was treated with injection (inj.) Fortum (500mg, in 1st bag, ip), inj. Reflin (500mg, in 2nd bag, ip), inj. Vancomycin (1gm, in 3rd bag, ip) on 1, 4, 7, 11 and 14th day for peritonitis. The patient was also treated with inj. Amikacin (250mg, in 3rd bag, ip) on 2, 3, 5, 6, 8, 9, 10, 12 and 13th day for peritonitis. The cause of peritonitis was a gastrointestinal infection and a urinary tract infection (uti). The patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.